Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: evaluation of the returned device verified penetration and kink of the sheath. Under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may bend if forcefully advanced through tortuous anatomy and the filter legs may be prone to penetrate the sheath wall, if advanced through a kinked sheath. The most likely root cause for the penetration of the sheath is the excessive force applied to the sheath due to the tortuous anatomy no evidence to suggest that device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: approach was gained from the left subclavian vein. Tortuosity of the vessel was observed. The delivery sheath was advanced to the target site somehow though the tortuosity was severe. Then, the filter introducer was inserted though, it stopped advancing at the tortuous point. Since the introducer would not advance even though being pushed and withdrawn by the user several times, the user decided to stop using the device. When the sheath was removed from the patient, damage in the sheath was noticed. The device was changed with a femoral approach product, and the procedure was completed. Additional information received (B)(6) 2015: the reason of the left subclavian vein approach was that tortuosity and stenosis were observed in the right access route. However, the left access route was also tortuous actually. No treatment for the vessel damage has been performed. Patient outcome: vessel damage (slight blood leakage from the vessel) was confirmed. Additional information received (B)(6) 2015: there have been no problematic symptoms reported and the patient was already discharged from the hospital.